Event description:
It was reported that the hl20 device displayed the error message: "runaway". No harm to any person was reported. Complaint ID #(B)(4).

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the rpms (roller pump module) displayed the error messages safety-s, runaway and ad conv error" of the hl 20 machine during start up. No harm to any person has been reported. A getinge field service technician was onsite and investigated the unit in question. In rpm 94008381: the pump control board was replaced and rectifed the reported failure ad-conv. In rpm 94008385: motor control board was replaced and rectifed the reported failure intermittent runaway error message. In rpm 94008378: the optical tacho board was replaced and rectifed the reported failure intermittent safety s. All necessary parameters were checked and the hl 20 unit was handed over to the customer with fully working condition. Thus the reported failure could be confirmed. The affected parts are not available for further investigation, therefore no technical investigation could be performed. However the reported failure "ad-conv" was investigated by getinge life cycle enginnering in a similar issue. The most probable root cause of the reported failure could be a faulty reference voltage on the control board, the failure modes "safety-s" and "run away" can be linked to the following most possible root causes according to the hl 20 risk management file: fail of device because of: - failure of motor, motor controller or control circuitry - failure of pump control board (pump stop). - pump on/off defective. - defective tacho, relay or pump belt. Device was manufactured in 2015-05-20. The review of the non-conformities during the period of 2015-05-20 to 2022-03-18 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID #(B)(4).